Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, the patient reported receiving an unspecified low estimated glucose value (egv) from his cgm device, six days after sensor placement on the arm. The patient did not report experiencing any symptoms at the time and did not specify any treatment or medications taken in response to the reading. Due to the absence of a personal glucometer, the patient went to the hospital for evaluation. Upon arrival, hospital staff performed a fingerstick test, which show bg level of 400 mg/dl. The exact egv at that time was not provided, though it was described as ¿low.¿ the patient did not report any symptoms during the hospital visit. The patient was treated with intravenous insulin. No additional procedures or tests were documented, and the duration of the hospital stay was not specified. Although additional attempts were made to obtain clarification of event details, no reply has been received. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.